Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time vevo insulin infusion pump, which is not marketed in the unites states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have have had an intermittent failure that was not detected during testing. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and a cracked belt clip slot. Medtronic

Event description:
It was reported the insulin pump alarmed motor error during prime. Customer did not know blood glucose level. No further information provided.